Event description:
It was reported during a ipg replacement (manufacturer report number 3006705815-2021-01281) on (B)(6) 2021 the physician accidentally cut through both lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.